Manufacturer narrative:
The investigation discovered sample quality issues on the instrument alarm trace. The field service engineer discovered the gear pump pressure was too low and performed an adjustment. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 6000 c (501) module. The patient's initial result while using the patient's primary tube was not reported outside the laboratory. The customer aliquoted the patient's sample into a cup and placed the cup within the primary tube and performed repeat testing. The patient's initial phosphate result was 6.03 mg/dl, and the patient's repeat result was 3.46 mg/dl. The phosphate reagent lot number was 469807 with an expiration date requested but not provided.